Manufacturer narrative:
The implant date and serial number of valve is unknown. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon valvuloplasty, deployment of the prosthetic valve, and the overall tvr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tvr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional valve replacement, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tvr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tvr or surgical svr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the heart block cannot be confirmed, however, may be related to patient factors and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference article: mahmoud alukayli, satoru fujii, jill gelinas, chris harle, rodrigo bagur, michael w. A. Chu, 'hybrid double valve replacement for multivalvular disease with severe mitral annular calcification', sage journal (2021).

Event description:
As reported from our affiliates in (B)(6), per article, during a transapical transcatheter mitral valve replacement (tmvr) procedure with a 29mm sapien 3 valve in a ring, the patient developed heart block and a permanent pacemaker was implanted. The patient was discharged on post-operative day 6.